Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a right-side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: flat creases, yellow particles in the device inner surface and one curved opening. A leak test was performed which identified an opening. A microscopic analysis was performed which identified: one sharp opening. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one sharp opening assessed as an unidentified (tear) opening.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.